Manufacturer narrative:
Batch review performed on 18-oct-2022: lot 22c0009: (B)(4) items manufactured and released on 01-mar-2022. Expiration date: 2027-02-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional devices involved: batch reviews performed on 18-oct-2022: ball heads: mectacer 01.29.242a sleeve size l (k131518) lot 2114384: (B)(4) items manufactured and released on 24-jan-2022. Expiration date: 2027-01-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Liner: versafitcup dm 01.26.2854mhc double mobility hc liner ø 54/28 (k092265) lot 2202287: (B)(4) items manufactured and released on 11-apr-2022. Expiration date: 2027-03-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
The patient had a primary hip surgery on (B)(6) 2022. On (B)(6) 2022, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully. On (B)(6) 2022, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.